Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged and as a result the cam position and pressure could not be determined. It was also noted that the casing is cracked, and the stepping motor was damaged. These types of damage may indicate that the reported condition of the device could have resulted in some form of impact causing the damage. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported the valve was broken and as a result the device was revised.